Event description:
The product was in use for approx 3 hour mastoidectomy. Upon removal of blanket, at the termination of the procedure, the staff noticed reddened areas (1/2" to 1/4" in diameter) in the pattern of the blanket perforations. The pt was noted to be perspiring profusely. 3-4 of the small red areas had 1mm-2mm blisters in the center. The redness did not dissipate during postoperative care. Pt temp was 99.8 degree f, extremely diaphoretic vasitracin ointment was prescribed for the blistered areas.